Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited an increase in pace impedance measurements from 676 ohms to 2,003 ohms. In addition, there was an increase in shock impedance measurements from 65 ohms to >200 ohms. It was noted that this was an abrupt jump. Rv-to-ra (right atrial) and ra-to-can were both 200 ohms, and rv-to-can 79 ohms. It was suspected that a ra coil anomaly may have contributed to the out-of-range impedance measurements. Ts reviewed possible rv rate/sensing issues, and chest x-rays were recommended. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited an increase in pace impedance measurements from 676 ohms to 2,003 ohms. In addition, there was an increase in shock impedance measurements from 65 ohms to >200 ohms. It was noted that this was an abrupt jump. Rv-to-ra (right atrial) and ra-to-can were both 200 ohms, and rv-to-can 79 ohms. It was suspected that a ra coil anomaly may have contributed to the out-of-range impedance measurements. Ts reviewed possible rv rate/sensing issues, and chest x-rays were recommended. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.